Manufacturer narrative:
Vyaire medical file identification: (B)(4). Third party service technician evaluated the ventilator and was able to verify customer's reported problem. The ventilator was at the upper limit of operating temperature and failed the ambient value differential calibration. Technician replaced thermopad and analog board and performed 10k pm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1000 unit was very hot to touch when in operation. At this time, there is no information regarding patient involvement associated with the reported event.